Manufacturer narrative:
Corrected information was provided in d4. Upon review, the catalog and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Based on the clinical narrative, the resistance felt during pump removal was likely a result of removing the pump and 0.018 guidewire together. Removing the guidewire prior to removing the pump resolved the issue. The cause of the hemodynamic instability was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c. After initial placement, removal of the placement wire resulted in a change in device position. Attempts were made to remove and reposition the device; however, resistance was encountered while withdrawing the 0.018-inch wire and the impella. The impella was advanced slightly to separate it from the sheath, and the wire was removed first, followed by the impella catheter. Inspection revealed the wire shaft was kinked. A new 0.018-inch wire was then used to successfully reposition and place the impella. The patient subsequently expired while on support. The cause of death was documented as brain-related. Per the physician, the impella was operating without issues; there were no device-related complications, and the resuscitation and subsequent decline were attributed to non-device factors consistent with a worsening brain-related condition. The reported events include difficulty removing through other device, product damage (kinked wire), medical device removal, device revision or replacement, hemodynamic instability, and death. The impella cp will be conservatively reported for death; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the underlying brain-related condition in the setting of critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.